Event description:
On (B)(4) 2013, product monitoring received confirmation of a customer reported extravasation with covidien injector involvement from (B)(6). A (B)(6) female patient, received 60 ml of optiject 350 (ioversol), via an automatic injector at a flow rate of 5 ml/ second for a heart scan for diagnostic purpose on (B)(6) 2011. Concommitant medications include saline solution 50 ml introduced the same day. The patient experienced an injection site extravasation (lower than 30 ml). She was treated by applying ice on the extravasation site during 30 minutes without direct skin contact. At the time of the report, the patient had recovered. The reporter evaluated the case as non serious.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.